Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device exhibited premature battery depletion. Device is replacement planned for (B)(6) 2019. The patient had no adverse consequences.

Manufacturer narrative:
The reported premature battery depletion was not confirmed. The device was at eri when received. A longevity calculation was performed, and the device met its expected longevity requirements with normal battery depletion. Electrical and mechanical testing in the laboratory indicated normal functionality for a pacemaker at eri.

Event description:
New information received indicated that the device was explanted and replaced. The patient was stable pre and post procedure.